Event description:
Reportedly, the device failed volumetric testing. There was no pt involved.

Manufacturer narrative:
Device eval results: the pump's delivery system was tested at the factory standard mechanical and electronics occlusion limits for the correct pressure. The pump's volume was tested at the factory standard. Both tests were found within specification. All testing equipment is checked for calibration daily. The pump's operation log was also reviewed. There were two runs over two minutes on the last day of pump use. Both of the runs met specifications.